Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. The patient had been experiencing diarrhea all the time since (B)(6) 2016. It was noted that the patient was feeling stimulation and previously had it set at 2.1. It was stated they had begun experiencing a return of symptoms which was the diarrhea so they increased stimulation to 2.9. Even thought they had made the increase, they were still experiencing diarrhea. It was noted if they took one more step they wouldn¿t make it to the bathroom. It was further reported that the patient¿s doctor wanted them to change to program 2. It was noted that the patient could change to program 2 but couldn¿t increase stimulation. The patient was walked through changing to program 2 and they set it at 1.6v. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.